Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that patient received the following results on the compact plus system compared to a professional meter within 10 minutes: .6 mmol/l, .7 mmol/l (compact plus) and 5.1 mmol/l, 6.7 mmol/l(professional meter) no actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.